Manufacturer narrative:
(B)(4). The lot was manufactured january 27, 2016 ¿ january 28, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The picture showed evidence of a pool of liquid located inside the device housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had an internal leak. This was discovered after disconnecting the patient from a 46 hour infusion. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.